Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The last repair history of the subject device was may 20, 2020, and the insertion tube had been replaced. Since the reported phenomenon occurred in a short time after replacing the insertion tube, it was presumed that the cause of the reported phenomenon was not the deterioration of the insertion tube. The exact cause of the reported event could not be conclusively determined, however there was the possibility that the reported phenomenon was attributed to applying some external force to the insertion section. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the inner metal was protruding from the inside on the outer surface of the insertion section of the subject device. There was no report of patient injury associated with the event.